Manufacturer narrative:
Additional information: a2 - age at time of event. B3 - date of event. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Additional patient and event information has been requested from the customer. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that an anchor from the upper arch fractured on an endsnorz sleep appliance (silent nite 3d) sleep device.

Manufacturer narrative:
The device was not returned for analysis, however, a non-visual device evaluation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Therefore, it is presumed lost at this time. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4). Additional information: a3a, b5, b7.

Event description:
It is reported that the patient has good oral hygiene, and that the patient received the appliance on (B)(6) 2025 and discontinued using the device on (B)(6) 2025 when the anchor broke. It is reported that the patient followed cleaning and storage directions as per the device's instructions for use. It is reported that the patient did not suffer permanent injury or required any additional medical/surgical procedure.